Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "study: shout subject: (B)(6). Post-operative ae: instability ¿ dislocation. Subject was at work and caught a large 100 lb crate. Right shoulder dislocated during this event. Revision surgery with removal of 4 prosthetic components on (B)(6) 2024."

Event description:
As reported: "study: shout subject: (B)(6). Post-operative ae: instability ¿ dislocation subject was at work and caught a large 100 lb crate. Right shoulder dislocated during this event. Revision surgery with removal of 4 prosthetic components on (B)(6) 2024."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material manufacturing or design related problems were found during the investigation. The root cause can be concluded as patient related. The event clearly states the patient caught a very heavy object with the affected shoulder which caused it to dislocate. If the device is returned or if any additional information is provided the investigation will be reassessed.